Event description:
On 10/21/96, the pt contacted a MFR nurse and reported that the device had "flipped" shortly after implant. It was additionally stated that the device was repositioned and resutured by the physician on 7/18/96. The pt stated that the physician informed her that the device was only secured by one suture originally, but that the device was secured with add'l sutures when it was repositioned. There was no problem until 10/3/96 and 10/7/96 when the pt experienced burning and swelling at the device site shortly after chemo infusion. The pt states that her oncologist has suggested having a venogram performed and inquired whether this was appropriate. The MFR nurse informed the pt that a venogram is an appropriate study to evaluate her report. The pt stated that she did not want her physicians contacted and that she would contact the MFR nurse with the follow-up info.